Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and screen was black. A field service engineer (fse) found that the station was not powering on and initially suspected a power supply issue. The fse obtained a replacement power supply but, upon testing, identified that the communication sled was the actual cause of the problem and replaced it, after which the system functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was offline and screen was black. The customer tried to reboot, but issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.